Event description:
Pt had a permanent pacemaker. Current procedure was for insertion of a gastrostomy feeding tube. Bipolar used. While attempting to use bovie machine (current was set at 25), machine would not work. Current increased and still did not function. New bipolar cord tried and machine functioned with no problem.